Event description:
It was reported that the ilet user experienced elevated blood glucose readings with a reported high of 308 mg/dl and routine morning increases after consuming orange juice without announcing or delivering a meal bolus. Symptoms included hyperglycemia. Outcomes included no alerts or alarms, no missed meal announcements recorded by the device, and no hospitalization. Investigation included troubleshooting and user education on meal announcements and the option to enter multiple announcements for separate carbohydrate intake. Investigation of this case revealed user-related under-bolusing due to unannounced carbohydrates prior to breakfast, which is consistent with hyperglycemia from missed meal announcement behavior rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user management of carbohydrate intake without corresponding meal announcements.